Event description:
Healthcare professional reported a patient was injected with 2.5 ml of harmonyca into the right zygomatic arch and angle mandible and 1.75 ml were injected into the left zygomatic arch and angle mandible. On that same day, patient experienced numbness at the injection site of the lower jaw that was moderate, needed no treatment, and resolved the next day. Patient later experienced mild hematoma on left and right cheekbones that is ongoing and not been provided treatment. About two weeks after the initial injection, patient was injected with another 0.45 ml of harmonyca with lidocaine into the left zygomatic arch. The next day, patient experienced a mild headache that was not related to the device that lasted for three hours. It was treated with a dose or oral paracetamol. About three months after the first injection, patient would fall a distance of approximately their own height due to clumsiness and developed a left anterior tibial wound. A superinfection would develop in the tibial wound about two weeks after the fall occurred. Patient was treated with oral amoxicillin for 15 days. This fall, subsequent injury, and infection were not related to the device. About a week after the infection resolved, patient experienced mild "buzzing old scar at the junction of the right lower palm and cheek". This event is considered to be mild, possibly related to the device and ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00296 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of suspect product, harmonyca with lidocaine.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number rm 6003 ld 19e69-c.

Event description:
Additional details received noting the event "buzzing old scar at the junction of the right lower palm and cheek" was clarified as "swelling old scar at the junction of the right lower palm and cheek".

Event description:
Healthcare professional reported a patient was injected with 2.5 ml of harmonyca into the right zygomatic arch and angle mandible and 1.75 ml were injected into the left zygomatic arch and angle mandible. On that same day, patient experienced numbness at the injection site of the lower jaw that was moderate, needed no treatment, and resolved the next day. Patient later experienced mild hematoma on left and right cheekbones that is ongoing and not been provided treatment. About two weeks after the initial injection, patient was injected with another 0.45 ml of harmonyca with lidocaine into the left zygomatic arch. The next day, patient experienced a mild headache that was not related to the device that lasted for three hours. It was treated with a dose or oral paracetamol. About three months after the first injection, patient would fall a distance of approximately their own height due to clumsiness and developed a left anterior tibial wound. A superinfection would develop in the tibial wound about two weeks after the fall occurred. Patient was treated with oral amoxicillin for 15 days. This fall, subsequent injury, and infection were not related to the device. About a week after the infection resolved, patient experienced mild "buzzing old scar at the junction of the right lower palm and cheek". This event is considered to be mild, possibly related to the device and ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00296 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of suspect product, harmonyca with lidocaine.

Manufacturer narrative:
Continued adverse event problem investigation code: b11, b12, b15. Clarification to adverse event problem type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related is considered an unexpected adverse drug experience.